Event description:
It was reported that the right ventricular (rv) lead had high impedance, increased impedance, high threshold, and noise. The rv lead remains in use, but it was scheduled for a revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.